Event description:
It was reported that the patient expired. The cause of the death was noted as cardiac arrests underlying heart failure, hyperlipidemia and diabetes type two allegation from a health professional that suggests the death may be related to the device. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.